Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) found bubbles in the used reagent caps and readjusted the reagent probe. The fse performed tests and confirmed the module was back in specification. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium gen.2 assay result for a patient sample tested on a cobas c 303 analytical unit. The initial result was 4.9 mg/dl. The repeat result with a sample taken 3 days later was 8.98 mg/dl.